Event description:
It was reported that the patient experienced a large blood clot in their left arm. It was also reported that the blood clot separated and became attached to the right ventricular (rv) lead and right atrial (ra) lead. The implantable pulse generator (ipg), rv lead, and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.